Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), perforation (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, perforation and headache outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and perforation to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The essure was removed in 2021. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), perforation (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (salpingectomy). Essure was removed in 2021. At the time of the report, the pelvic pain, genital haemorrhage, perforation and headache outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and perforation to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The essure was removed in 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("foreign body in the endometrial cavity"), device expulsion ("foreign body in the endometrial cavity") and pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of combined radius and ulna fracture in 2011, sprain in 2010, recurrent urinary tract infection in 2007 and haemorrhoids (haemorrhoidectomy), fatigue, discomfort, dyspepsia, coxalgia, lumbalgia, gestational diabetes, parity 3 and multi gravida. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1441 days after essure insertion, she experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2015 she experienced cervical dysplasia ("high-grade cervical intraepithelial neoplasia"). On (B)(6) 2018 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2020 she experienced cystitis ("cystitis"). On (B)(6) 2020 she experienced vaginal haemorrhage ("vaginal haemorrhage"). In 2020 she experienced embedded device (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches"), metaplasia ("immature squamous metaplasia") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cervical dysplasia, cystitis, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, metaplasia, pelvic pain, vaginal haemorrhage and vulvovaginitis to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The essure was removed in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: two well-placed essure implants can be seen. [X-ray] on (B)(6) 2011: well-placed devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("foreign body in the endometrial cavity"), device expulsion ("foreign body in the endometrial cavity") and pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of combined radius and ulna fracture in 2011, sprain in 2010, recurrent urinary tract infection in 2007 and haemorrhoids (haemorrhoidectomy), fatigue, discomfort, dyspepsia, coxalgia, lumbalgia, gestational diabetes, parity 3 and multi gravida. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1441 days after essure insertion, she experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2015 she experienced cervical dysplasia ("high-grade cervical intraepithelial neoplasia"). On (B)(6) 2018 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2020 she experienced cystitis ("cystitis"). On (B)(6) 2020 she experienced vaginal haemorrhage ("vaginal haemorrhage"). In 2020 she experienced embedded device (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches"), metaplasia ("immature squamous metaplasia") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cervical dysplasia, cystitis, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, metaplasia, pelvic pain, vaginal haemorrhage and vulvovaginitis to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The essure was removed in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: two well-placed essure implants can be seen. [X-ray] on (B)(6) 2011: well-placed devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2022: summons received.; patient date of birth, medical history, product insertion ate, indication, lab data, evens: vulvovaginitis, high-grade cervical intraepithelial neoplasia (cin ii), immature squamous metaplasia, abdominal pain, dysmenorrhea, cystitis, vaginal haemorrhage were added. The previously reported event perforation was updated to foreign body in the endometrial cavity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of perforation ("organ perforation"), embedded device ("foreign body in the endometrial cavity"), device expulsion ("with left essure displacement / foreign body in the endometrial cavity") and pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of combined radius and ulna fracture in 2011, sprain in 2010, recurrent urinary tract infection in 2007 and haemorrhoids (haemorrhoidectomy), fatigue, discomfort, dyspepsia, coxalgia, lumbalgia, gestational diabetes, parity 3 and multi gravida. Concurrent conditions were listed as vulval itching, , migraine, frontal headache, low back pain, osteoporotic fracture, human papillomavirus infection, hemorrhoids and allergy to metals. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1441 days after essure insertion, she experienced vulvovaginitis ("vulvovaginitis"). On 31-aug-2015 she experienced cervical dysplasia ("high-grade cervical intraepithelial neoplasia"). On 20-dec-2018 she experienced abdominal pain ("abdominal pain"). On 04-oct-2020 she experienced cystitis ("cystitis"). On 22-oct-2020 she experienced vaginal haemorrhage ("vaginal haemorrhage"). In 2020 she experienced embedded device (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required).. On unknown date she experienced perforation (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches"), metaplasia ("immature squamous metaplasia") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cervical dysplasia, cystitis, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, metaplasia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginitis to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. On 01-jul-2011: the patient had radiological control. The essure was removed in 2021. On 31-aug-2015: cervical conization was performed on the patient. On 07-nov-2020: the patient had an emergency consultation due to heavy bleeding and was referred to the gynecology consultation on 23- nov-2020. There is also no evidence of organ perforation after the extraction, the patient has suffered mutilation of her organs, since her tubes have been removed after the surgical intervention, suffering from the consequences and symptoms already mentioned. The doctor reported that the medical practice in the implantation and subsequent removal of the essure device was carried out correctly. Furthermore, it alleges that the symptoms for which he complains did not occur until 9 years after the implantation of the devices, thus breaking the causal link. At the time of the events, the patient had no personal medical-surgical history of interest. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on 11-sep-2019: two well-placed essure implants can be seen. [X-ray] on 01-jul-2011: well-placed devices.; (date unknown): performed with essure (the left device has 7-8 turns in the cavity and the right one with less than 3 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2024: medical record received. New event organ perforation updated. Medical history updated. New reporter were added. Lab data updated. Reporter causality comment updated.upon receipt of follow up it was noted that argus cases (B)(4) are duplicates of each other. Therefore argus case (B)(4) needs to nullified from argus database. All source documents, references, reporters & other information has been transferred from nullified to this retention case. (Legacy device number 2951250-2022-00106). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.